Event description:
It was reported the device does not display the blood oxygen. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The philips field service engineer (fse) talked to the customer who confirmed the reported issue occurred intermitted with a 3rd party spo2 sensor accessory. The reported issue could be reproduced. The fse confirmed the spo2 probe was defective and needed replacement. Based on the information available, the cause of the reported problem was a defective 3rd party spo2 sensor. The reported problem was confirmed. The customer was advised to replaced the defective probe. The defective part was a 3rd party spo2 sensor. The customer is taking responsibility to correct/repair the device. The investigation concludes that no further action is required at this time. D.4.: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E.1.: reporter and reporting institution phone#: (B)(6).